Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringes the shield was damaged with a crack. The following information was provided by the initial reporter: ¿this is a report about a damaged shield of syringe. According to the customer's report, the orange shield was cracked in one product. ¿

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
D9: device available for eval: yes. D9: returned to manufacturer on: 07-jun-2022. H6. Investigation summary: customer returned a single 0.3ml syringe. The needle shield is split on one side, with the split running vertically up to the tip of the shield. Due to the batch being unknown, no DHR review to record. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of shield damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringes the shield was damaged with a crack. The following information was provided by the initial reporter: ¿this is a report about a damaged shield of syringe. According to the customer's report, the orange shield was cracked in one product. ¿